Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device turn knob was loose. The device also failed pretests for general condition, check quick coupling for saw blades, check for sticky trigger, check function of device, check for unintended motion, check in ¿off¿ mode and check oscillation frequency with frequency meter. The assignable root cause was traced to component failure due to normal wear and a design issue. A CAPA has been initiated to address this issue.

Event description:
It was reported that during an unspecified surgical procedure, the battery oscillator device was unable to connect to the attachment device. During in-house engineering evaluation, it was determined that the turn knob of the device was loose. The device also failed pretests for general condition, check quick coupling for saw blades, check for sticky trigger, check function of device, check for unintended motion, check in ¿off¿ mode and check oscillation frequency with frequency meter. There were no adverse patient consequences nor surgical delay reported. The date of event was unknown but was known to have occurred in 2025. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: it as omitted in error that during visual inspection it was noted that the device also had damaged electrical ports.